Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform the functional testing including the self test, rewind, seating, basic occlusion, occlusion, force sensor, or displacement tests, or verify the critical pump error due to the display anomaly. The pump was received with a cracked keypad overlay, minor scratches on the lcd window, a cracked case and keypad overlay, and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a critical pump error alarm and was not able to clear due to buttons not responding. Customer's blood glucose was 6 mmol/l. Insulin pump would be replaced.